Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation showed the d601 board of the generator had a defect in which the system interpreted an activated oil pressure switch of the tube. As a result, the system displayed the message "tube too hot!". The affected system is a bi-plane system with only one level affected by the error described above. The second level was fully functional. The affected d601 has been exchanged by the local service organization and the error did not reoccur. An error pattern as described above is extremely rare and no systematic error was detected. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that no fluoro was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.